Manufacturer narrative:
The product has been returned and is pending investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with use of the adc device. Customer received 17.7, 1.1, and 20.8mmol/l sensor scan results and experienced a headache. Customer was unable to self-treat and was unspecified "oral medication" by third-party. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. Meter powered on with button depression and test strip insertion. No issues were observed. Control solution testing was performed and all results were satisfactory. Therefore, the issue is not confirmed. No strips has been returned and a valid serial number has not been provided for the precision strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. Dhrs (device history review) for the freestyle optium neo meter was reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. If the strips is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with use of the adc device. Customer received 17.7, 1.1, and 20.8mmol/l sensor scan results and experienced a headache. Customer was unable to self-treat and was unspecified "oral medication" by third-party. No further treatment was required. There was no report of death or permanent impairment associated with this event.